Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, there were no issues, but after insertion, when the health professional applied a little traction, foley catheter made a popping sound and came out.

Manufacturer narrative:
The reported event has been confirmed and is being investigated by capas 12866756 &12474528. Photo sample evaluation: visual evaluation of the returned 4 photo samples noted one opened (without original packaging), used silicone foley with syringe. Visual inspection of the first photo sample noted shows overview temp sensing foley catheter with sample port connector and syringe. The second photo shows the image of rupture in balloon. The third photo sample shows the inflation valve/cap with manufacturing lot number ngkq3995. The fourth photo shows the documented information of the biohazard box. The condition of the affected catheter can be confirmed from the photos provided as the balloon was ruptured. This is out of specification, which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngkq3995. Visual inspection noted the foley catheter with cut portion of the inlet tubing with balloon rupture measuring 0.2780''. Further inspection noted the balloon had no missing pieces. This is out of specification, which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre test, there were no issues, but after insertion, when the health professional applied a little traction, foley catheter made a popping sound and came out.